Event description:
Hospital reported that during use, the bio-console was running at 4000 rpm's and tripped a circuit breaker on the sarns roller base. The bio-console was changed out to continue with no effect to the patient.